Event description:
On (B)(6) 2014, the reporter stated that approx on (B)(6) 2014, following a failed cannulation attempt after activating the safety mechanism and removing the cannula, it was noted by the user that a 1.3cm piece of cannula remained lodged in the pt arm. The pt required the retained product to be surgically removed.

Manufacturer narrative:
Photos were returned. Investigation is in progress. Once the eval is completed the info will be sent as a supplemental.